Manufacturer narrative:
Synthes is unable to provide the date of manufacture without a lot number or product returned. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.

Event description:
Patient status post synfix implantation returned to surgeon for post op visit. An x-ray showed one screw backing out of the implant and one screw was broken. Surgeon reported the patient was not complaining of any pain and some healing was noted. Surgeon removed the hardware. This is three of three reports for this event.